Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cuff leakage was found after using the trach on the patient for about 2 weeks. The problem was resolved when a new trach tube was placed. The event occurred while in use with patient at the hospital. This was reported to the FDA. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1 - patient identifier was updated. D3 was updated. G4 - PMA/510(k) # was updated. H3 and h6 were updated. One sample was returned for evaluation. Review of the lot history showed no nonconformities that could have contributed to the reported complaint. Visual inspection was performed, and a video provided by the complainant demonstrated a leak. Upon receipt, delamination-like damage was observed on the shaft of the trach, particularly around the inflation line. Functional testing confirmed a leak originating from the previously noted damage. The complainant¿s allegation was verified; however, the probable cause of the issue could not be determined.